Event description:
This device case, which does not involve an adverse event, reported by a pharmacist, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. In (B) (6) 2009, humapen ergo clear/burgundy pen body (lot a1491) with an clear cartridge holder was reported to have a two tab break on the cartridge holder which meant the dose could not be delivered. (B) (4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The return of the device was anticipated. Initial examination found two broken engagement tabs. It was unknown if this humapen ergo clear/burgundy pen body with an clear cartridge holder attached was continued.

Manufacturer narrative:
Reportable malfunction / near incident identified. Investigation in progress. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.